Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of dysmenorrhea, 3rd degree uterine prolapse, 2nd degree cystocele and 2nd degree rectocele. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. Treatment and potentially related procedures include revision. After treatment, the patient experienced dysmenorrhea, 3rd degree uterine prolapse, 2nd degree cystocele and 2nd degree rectocele.